Event description:
The patient was implanted with the vivistim system on (B)(6) 2026. The patient has a pre-existing history of epilepsy and was taking anti-seizure medication prior to implantation. The patient's partner reported that the patient experienced episodes of lightheadedness toward the end of therapy sessions. On (B)(6) 2026, it was reported that the patient had experienced a seizure on (B)(6) 2026. It was reported the seizure was provoked by a viral illness and skin infection, both of which were treated at home. Based on the available information, the patient was not receiving device stimulation at the time of the seizure. The patient has continued therapy, and adjustments were made to the patient's seizure medications to address the reported symptoms. Review of the available information did not identify a device malfunction, and the reported event does not appear to be related to device performance or therapy. Although a causal relationship between the device and the reported event has not been established, this event is being submitted in an abundance of caution.